Event description:
It was reported that the patient had their leads removed but the implantable neurostimulator (ins) remained. A full body scan MRI was going to be performed but the healthcare provider (hcp) wanted to know if that could be done. The hcp knew nothing about the reasons for revision or anything beyond that the MRI was being conducted due to back/neck pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient (B)(4)